Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the some p-waves fell into the blanking periods at rates of about 136 beats per minute . The patient was symptomatic at upper rates with loss of tracking. The device was reprogrammed after which the caller stated the rates were acceptable. The device is still in use. No further complications were reported as a result of this event.